Manufacturer narrative:
Concomitant medical products: product ID: 9735787, lot number: unknown; product ID: 9735773, lot number: unknown h3, h6: the system was serviced in the field and the battery voltage was 0v. The error led on the uninterruptible power supply (ups) was blinking. The ups and battery were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A0708 was coded for the error led on the ups. A0719 was coded for the battery being at 0v. A1102 was coded for the warning message. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was warning message about battery in application. The manufacturer representative (rep) turned on the system and checked it. The battery voltage was 0v. The error led on uninterruptible power supply (ups) was blinking. There was no patient involvement.